Manufacturer narrative:
Age or date of birth, weight and ethnicity : unknown/ asked but not available (patient information cannot be provided due to personal data privacy legislation/policy). If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged and failed to inject. The lens was not implanted into patient's operative eye. It is unknown if there was patient contact. No other information was provided.